Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (1) front pcu case is being replaced due to the keypad button on top right not working. The customer confirmed that there was no patient involvement.